Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). Age and date of birth unknown / not provided. Weight unknown / not provided. Brand name unknown / not provided. Additional device information unknown. Implant date unknown / not provided. PMA/510(k) number not available.

Event description:
It was reported that the crown was loose as the titan base was fractured. There was no damage to the implant. New ti-base was glued, 2 weeks later doctor noticed loosening again, it was the implant fracture. Implant was removed on 07 dec 2021. Doctor also reported pain.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Upon follow up,doctor provided reference and lot, information updated on this supplemental report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The following sections have been updated: b4: date of this report. B5: describe event or problem. G3: date received by the manufacturer. H1: type of report, follow-up number. H2: follow up type. H3: device evaluated by manufacturer: change ¿no' to 'yes'. H6: evaluation codes. H10: additional narrative. One tapered screw-vent implant (tsv4b11) was returned for investigation. Additionally, a zfx¿, gentek¿ tibase, tsv/tm engaging, 3.5mmd x 4.7mmh was also returned as an associated item ¿ there werwe no allegations against it. Visual evaluation of the as returned implant identified fracture around the collar. Additionally, there was bone residue around the external threads due to usage. The external threads were also damaged possibly during the removal process. Damage observed on returned implants due to trephine removal is not considered a malfunction or failure of the device. Zimmer biomet is not responsible for any damage caused by the clinician's removal of the device. Functional testing could not be performed since the product was fractured. No pre-existing conditions were noted on the per. The reported device had been placed on tooth #36 (fdi) for an unknown period of time. X-ray & picture evaluation: x-ray was provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review for the lot (61804684) had revealed no deviations nor non-conformances which could have caused or contributed to the reported events. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (61804684) for similar events and no other complaint was identified. Post market trending review: february post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.